Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their doctor had changed the basal rate setting in their insulin pump and their blood glucose levels were messed up. They did not have the exact basal rate to program. The customer reported that they had experienced a high blood glucose level that was over 400 mg/dl. They also had a low blood glucose level of 59 mg/dl. Troubleshooting was not performed. The call was disconnected. The device will not be returned for analysis.